Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead dislodged.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.